Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the stent dislodgement. It should be noted the xience alpine everolimus eluting coronary stent system electronic instructions for use states: prior to using the xience alpine rx stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a coronary lesion in the left anterior descending artery with no tortuosity and no calcification. The 3.5 x 23 mm xience alpine stent delivery system (sds) was unpacked and prepared as normal and was advanced in the anatomy to the lesion site. The sds balloon was inflated to deploy the stent and it became evident that there was no stent on the balloon. The packaging was then inspected and the stent implant was found in the plastic coil. Another sds was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: device status changed from not returned to received. Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent dislodgement was confirmed. The investigation was unable to determine a conclusive cause for the stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.